Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was feeling stimulation in the wrong location. The sjm rep met with the pt for reprogramming. Follow up found the pt's issue had not resolved, and x-rays were taken. It was reported the pt's lead had migrated and surgical intervention would be scheduled to address the issue.